Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) that was placed on (B)(6) 2017, had loosened. The doctor replaced it with another screw from inventory.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified that the device is worn from use at the threads, body, and drive feature with some debris noted. Therefore, based on the evaluation, device malfunction did not occur and the reported event (loosening) was unconfirmed following inspection as there was no damage that indicated the loosening was caused by the device. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.